Event description:
It was reported by the customer that before use, the cs300 intra aortic balloon pump displayed an electrical fault code 50, indicating motor speed out of specification. There was no patient involved at the time of the incident.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h11 a supplemental report will be submitted upon completion of the investigation.

Event description:
N/a.